Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that her blood glucose (bg) level went up to "500" mg/dl with a symptom of nausea. The pump was reviewed and no associated alarms were observed. The tdd added up correctly with confirmed temp basal and bolus amounts. The patient denied having any issues with insertion, leaking, air bubbles, or bent cannulas related to the infusion set. The patient denied having bumps or redness at the site. She also denied observing bubbles or leaking from the cartridge. The cartridge and site were changed on (B)(6) 2011, when the bg level began to rise. The I:c ratio, bg target, and iob were confirmed. The animas representative advised the patient to change the site since the last site change was performed on the day the bg levels began to rise. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level and symptom that meet animas' criteria for a serious injury. It is unknown at this time if the pump and/or use-error contributed to the patient's injury. No issues were found with the pump during troubleshooting.